Manufacturer narrative:
Requested catalog and lot information from the customer.

Event description:
Per complaint (B)(4), after clinical procedure, patient experienced failure of implant to integrate.